Event description:
Patient reports complications following implant of mesh, resulting in explant. Also claims that the ring was broken. Complications included, but not limited to, abdominal pain, fevers, chills, inflammation seroma. Patient experienced 2 hospital stays due to complications between implant and explant dates.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.